Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. The patient just started on dialysis one month prior to this event. At the start of treatment the patient experienced a drop in blood pressure, o2 desaturation, hives and became unresponsive. It was reported that medical intervention was performed but what type of intervention was not stated. The symptoms resolved and the patient was able to go home. The nephrologist changed the patient's blood pressure medication after this event. The date of event in unknown therefore an estimated date in provided.